Manufacturer narrative:
The investigation determined that the tsh discrepancies of sample 1 are based on expectable methodological differences. The investigation could not identify a product problem.

Manufacturer narrative:
The sample was received for investigation. The customer's tsh results were reproduced. Further investigation of the sample confirmed an interfering factor against the ruthenium component of the detecting antibody of the reagent. This interference caused the high tsh results. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The samples were requested for investigation.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the elecsys tsh and the elecsys ft3 iii assay on multiple roche analyzers and compared to the abbott architect method. The questionable results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 iii assay. The sample was initially tested with tsh and ft3 iii on the customer's cobas e 801 module on an unknown date. The sample was provided for investigation, where it was tested with the tsh and ft3 iii assays on a second e 801 module on (B)(6) 2023. During investigations, the sample was also tested with the tsh and ft3 assays on a cobas e 411 analyzer. The sample was also repeated using the abbott architect tsh and ft3 methods on (B)(6)2023. Refer to the attachment for all relevant test data. The serial number of the customer's e 801 analyzer was requested but not provided. The serial number of the e 801 analyzer used for investigation is (B)(6). Tsh reagent lot number 674689, with an expiration date of 29-feb-2024 was used on this analyzer. The serial number of the e 411 analyzer used for investigation is (B)(6). Tsh reagent lot number 660341, with an expiration date of 31-aug-2023 was used on this analyzer.